Manufacturer narrative:
Product event summary: the 10fcc13 sheath with lot number 0012747696 was returned and analyzed. No anomalies were identified during visual inspection. The shaft and handle were intact with no apparent issues. The balloon catheter sleeve was stocked on the hemostasis valve of the sheath. The sheath passed pressure testing. Additionally, leak testing was performed. The pressure and vacuum tests were in an acceptable range. In conclusion, the reported "air ingress" issue was not observed/reproduced during analysis. The sheath passed the returned product inspection per specification. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID psg100 (serial: unknown); product type: 3294-generator medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, when the catheter was inserted into the sheath and blood was drawn pack from the side port but air continued to be drawn in. The catheter was removed once and placed into the capture device under water without resolution. The sheath was replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.